Manufacturer narrative:
Product event: (B)(4). Patient information is unknown, however follow-up for additional information is still in progress. A supplemental will be submitted if information is received. If information is provided in the future, a supplemental report will be issued.

Event description:
During the surgical procedure, when the pedal was released on the rf footswitch the plasmablade would remain functioning for 1-2 seconds. There was no patient injury reported.